Event description:
It was reported that during an indirect decompression implant procedure, the spindle cap on the spacer broke upon insertion in the patient. The broken device parts were removed from the patient and a new spacer was successfully implanted. There were no patient complications due to the event. The device will not be returned as it was retained by the medical facility.

Event description:
It was reported that during an indirect decompression implant procedure, the spindle cap on the spacer broke upon insertion in the patient. The broken device parts were removed from the patient and a new spacer was successfully implanted. There were no patient complications due to the event. The device will not be returned as it was retained by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in blocks a1, a3, b1, b2: outcome attributed to adverse event, e1: email